Event description:
It was reported that the permanent cautery spatula instrument had a broken cable. The initial reporter was unable to provide additional information. Intuitive surgical, inc. (Isi) contacted the user facility to obtain more information about the complaint but was not able to obtain any details.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was placed on an in-house da vinci system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. The instrument was installed on instrument performance tester(ipt) for an additional functional check, and the instrument was fully functional. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were along the first 3.00 of the maintube closest to the clevis and were not aligned with the tube axis. No other was damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.